Event description:
It was reported that the health care professional (hcp) called in regarding a ventricular episode and was questioning why there was no pacing. Technical services reviewed the data and found this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements measuring, less than 200 ohms. Additionally, there were observations of t wave oversensing which resulted in the patient experiencing four second plus pause. Technical services discussed ventricular tachy response operation and provided programming options. It was noted there is a known rv lead issue. At this time, the lead remains in service. No adverse patient effects were reported.